Event description:
The patient reportedly experienced pain, and sound quality issues between the external equipment and the cochlear implant. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was functioning. External equipment was exchanged. However, the reported problem was not resolved. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.